Event description:
The customer reported that the equipment had problems with the display during a cataract intraocular lens (iol) implant procedure. The doctor changed to a manual technique and the procedure was completed with no harm to the pt. There were no procedures cancelled due to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).